Event description:
Fluoroscopy of the pulmonary veins was conducted and the flexcath advance sheath was inserted into the left atrium. Afterwards, st elevation for 3 min in the ii, iii and the avf leads was confirmed while the dilator of the flexcath advance sheath and non-medtronic wire(s) were being extracted. The doctor considered that this event occurred as a result of air entering into the valve of the flexcath advance sheath. St level returned to normal without a specific treatment and the cryoablation therefore was performed as planned.

Manufacturer narrative:
Investigation was not possible since the device was not returned; it was discarded by the user facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.